Event description:
It was reported that the burr became stuck on the guidewire. A procedure was being performed on a 100% stenosed lesion using a rotapro 1.25mm and ng rotawire floppy for treatment. Near the end of the procedure the physician noted that as they tried to increase the rotation speed, the device would stop rotating. As the physician was attempting to withdraw the burr from the patient, it became stuck on the guidewire. The two devices were unable to be released from each other, so the physician removed both devices from the patient together. After the devices were removed, an operation test was performed outside the body and the sound of an air leak could be heard from the advancer. The burr would still not rotate. The procedure was completed using these devices, and no patient complications resulted due to this event.

Manufacturer narrative:
Returned product consisted of the rotawire drive. The rotapro used in the procedure was returned with the rotawire within the rotapro device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 9.5cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink near the proximal end of the rotawire.

Event description:
It was reported that the burr became stuck on the guidewire. A procedure was being performed on a 100% stenosed lesion using a rotapro 1.25mm and ng rotawire floppy for treatment. Near the end of the procedure the physician noted that as they tried to increase the rotation speed, the device would stop rotating. As the physician was attempting to withdraw the burr from the patient, it became stuck on the guidewire. The two devices were unable to be released from each other, so the physician removed both devices from the patient together. After the devices were removed, an operation test was performed outside the body and the sound of an air leak could be heard from the advancer. The burr would still not rotate. The procedure was completed using these devices, and no patient complications resulted due to this event.